Manufacturer narrative:
The reported event of noise over-sensing leading to pacing inhibition was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Prior to procedure, device interrogation found that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The lead was explanted and replaced. The patient was stable.